Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the worsened mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mr with a grade of 3. Two clips were implanted, reducing the mr to <1. On (B)(6) 2017, the patient presented with increased mr, grade 4. The initial clips were confirmed to be secure on both leaflets. The cause of the increased mr was unknown. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip was implanted, reducing the mr to 1-2. The patient had a good outcome. No additional information was provided.